Manufacturer narrative:
Hologic molecular applications specialist (mas) went onsite and performed a run with panel a's and panel c's which were all valid, then performed a run with environmental swabs which were all negative. Hologic technical support (ts) reviewed the logs and noted the results in question were from before monthly maintenance, and additional cleaning were advised; a field service engineer (fse) onsite pointed out the clean to dirty workflow was not followed in the lab. Second-level support mentioned there could be possible differences in limit of detection or reproducibility between the aptima assay and their pcr method, so comparing results between the two methods was not recommended. Ts relayed this information to customer and advised them to review the assay performance section of the pi. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run on panther instrument sn (B)(4) which had 23 discrepant samples (worklist ids and sample ids not provided). The wl in question had 74 positive samples that were retested using an in-house pcr method, and 23 samples resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.